Manufacturer narrative:
During device evaluation, the reported event of the angle nut being missing was confirmed. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the angle nut came off the universal handpiece during sterile processing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the angle nut came off the universal handpiece during sterile processing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.